Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/26/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2016. It was reported that an alternate blood glucose test site was used. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Also: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.